Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was visiting a chiropractor due to non-device related injuries. The patient reported that they had three syncopal episodes during the use of a tens unit. The patient also reported feeling dizzy and short of breath. A boston scientific technical services consultant discussed that we would not recommend its use. No additional adverse patient effects were reported.